Manufacturer narrative:
Field service engineer troubleshot using the sedecal generator service manual 710953, rev. 2, chapter 6, section 2.2. Replaced microprocessor u24 on the atp console board. Fse verified proper operation of fluoro and radiographic capabilities. System returned to full service by the customer.

Event description:
On 3/2: customer reports the system would not operate. Patient procedures could not be performed. No reported injury.